Event description:
The customer contacted physio-control to report that their device would not charge and defibrillate, when prompted, during a recent patient event. The customer reported that the patient, a male, had gone into ventricular fibrillation during a procedure (exact procedure not provided) when they made the attempt to defibrillate. The device would not charge so the customer retrieved a backup device in approximately 3 minutes. By the time the customer arrived with the backup device the patient had converted back to a normal sinus rhythm on his own. The customer then continued patient care using the backup device. There were no adverse effects to the patient due to the reported failure. The physio brand defibrillation electrodes used during the incident were discarded by the customer. No additional details about the patient, or the event, were provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.